Event description:
As reported, male patient had a cage glenoid revision due to poly fracture and metalosis. There were fragments, parts or pieces removed from patient due to the fractured poly. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Photos & x-rays received, the device is available for evaluation.

Manufacturer narrative:
Concomitant products: - equinox square torque define screw drive kit (cat# 300-20-02 / serial# (B)(4)); - 4.5mm short rep plate (cat# 300-50-45 / serial# (B)(4)); - equinoxe, humeral head, extra short, 53mm (cat# 310-00-53 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of the center cage sitting proud at the time of implantation, leading to disassociation of the cage from the polyethylene body, and extensive abrasive backside wear of the polyethylene in the posterior, superior region. The most probable root cause associated with the reported event of ¿prosthesis fracture¿ is associated with a partial or full-thickness crack in the device materials, either during implantation or sometime after. Also is associated with incorrect assembly of the device or constituents by the users.